Event description:
Boston scientific received information that during a device replacement procedure, the decision was made to replace the left ventricular (lv) lead due to high threshold measurements. The physician pulled hard on the lead, and it broke. Most of the lead was removed from the patient; however, the small electrode remains in the patient. No adverse patient effects were reported.

Manufacturer narrative:
It was noted this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.